Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged product issue first occurred on (B)(6) 2014 at 4am. The patient manages their diabetes with an unknown dosage of metformin as well as diet and/or exercise. They denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient stated that immediately after the product issue began they ¿passed out¿. The patient regained consciousness by themselves one hour later and immediately ate ¿cake frosting¿ to make themselves feel better. The patient did not test their blood glucose prior to, or after, this event. The patient claimed to have felt better ¿some hours¿ later. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.